Event description:
It has been reported to philips that the system would not boot up. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting. A review of system log file cannot be able to confirm malfunction. Upon troubleshooting action fse reseated the host pc connections and replaced the cmos battery. After replacement of cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.